Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the implant coil remains within the patient and the delivery pusher was reported not available for return. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the positioning of an embolization coil, it stretched and prematurely detached. The coil started to migrate. A stent was placed to secure the coil on the vessel wall. No retrieval attempt was made. The patient was reported to be fine. Patient information - patient identifier, age, sex and weight are not available.